Manufacturer narrative:
E1 - additional phone number: (B)(6). The initial reporter indicated that the event occurred at least 10 times; however, no additional information was given pertaining to the additional instances. A search of the complaint database showed no prior report of these events. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 120" 15 drop primary set w/3 microclave® clear, 3-port nanoclave® manifold w/check valve, rotating luer, 1 ext that expereinced leakage and breakage during use. The report stated that the claves on the 3 prong break off very easily while in use causing a safety issue for their patients and the staff. This happened during patient use and propofol sprayed all over the crna, the floor and the patient. The patient was not harmed. They have the faulty piece left after the crna cleaned it off. The line was not salvaged because of the propofol in the line but the 3 prong was cleaned. This has happened at least 10 times.

Manufacturer narrative:
Investigation summary: a photo was shared where 1 of the 3 nanoclaves is observed to be separated from the manifold, no additional physical damage or anomalies are observed. Complaint of separation can be confirmed based on the photo shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed a probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.